Manufacturer narrative:
According to the customer, the "intro-flex sheath" had a "leak" causing a procedural delay while replacing the catheter. The customer reported the procedure was able to be completed despite the product issue. The customer reported there was no serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "intro-flex sheath" had a "leak" causing a procedural delay while replacing the catheter.

Manufacturer narrative:
Update to d9: device returned to manufacturer. Update to h3: device evaluated. Update to h6: type of investigation.